Event description:
It was reported that the procedure was to a de novo treat a lesion in an unspecified artery with heavy calcification and heavy tortuosity. The 2.75x33mm xience pro a stent delivery system (sds) failed to cross the target lesion. A non-abbott device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found that there was shredding sporadically on the entire length of the balloon and the hypotube separated approximately 23 cm from the distal end of the strain relief. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The observed material separation and balloon shredding/peeling were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance and observed material separation and balloon shredding/peeling could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. Factors that could contribute to balloon peeling/shredding include, but are not limited to, patient anatomical morphology, patient disease state, interaction with packaging sheath, interaction with previously placed stents or accessory devices. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, causing the reported failure to advance. It is also possible that further interaction with the challenging anatomy during retraction of the device, may have contributed to the observed material deformation (kinked/stretched tip) and observed balloon shredding, ultimately causing the observed material separation; however, based on the limited information provided by the account, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.